Event description:
The patient's ICD had reached the elective replacement indicator, and he presented for generator replacement. Evaluation of the leads via the programmer (prior to opening the ICD pocket) demonstrated normal lead function. However, once the pocket was opened, it was apparent upon visual inspection that the medtronic fidelis lead outer insulation had disintegrated and fluid had leaked into the lead. Intraoperative testing of the lead indicated normal function, but visual inspection clearly demonstrated that the insulation between the suture sleeve and the ICD header had become shredded and that the lead had failed. A clear point of insulation breach was visible, with blood and fluid inside the insulation. It is my impression that the insulation disintegrated from the normal stress of device movement and lead twisting within the pocket. There was no damage at the suture sleeve site. As a result of this finding, a new ICD lead was implanted. The original (malfunctioning) lead was not explanted, as preoperative testing suggested normal function and the patient was not consented for a lead extraction.the manufacturer is aware of the problem.